Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual rise in shock lead impedance and measured high out of range. Technical services (ts) reviewed and recommended continued monitoring for this lead and patient. This rv lead remains in service. No adverse patient effects were reported.